Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was reported that the controller was up to 8.5v and patient was not feeling anything other than when they put new batteries in it. Patient stated sometimes they started of around 6v and turned it up throughout the week. Patient seemed to think that putting new batteries in the programmer affected their stimulation. It was reviewed with patient that the programmer batteries do not have any impact on the stimulation. Patient reported their stimulation comes and it goes. Patient indicated they had at least a 50% reduction in bladder symptoms but was still experiencing bowel symptoms. Patient was advised to follow up with healthcare provider (hcp).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient's device started helping with bladder immediately but was still having problems with the bowel but they weren't as much as before. The patient reported they could only feel stimulation if they turned up the stimulation to 8.2/8.3 and was thinking if they had it up that high it would use up the implant battery quickly. The patient felt stimulation in their bladder but nothing in the bowel. It was reviewed that as long as they felt stimulation in the bike seat area that was the correct area. The patient had pre-existing back problems (unrelated to device/therapy) and that now they were having more problems. The patient thought the device would help more than it would hurt instead of causing them more problems as the device is in a location that whenever they wear pants with a belt and tightens, it tightens the stimulator area and makes the area tender and sore. The patient didn't like the location of the stimulation. No further complications were reported as a result of this event. [Refer to (B)(4) for information regarding the poor communication].